Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The customer reported product problem (non-functional pump) was confirmed during the investigation. The pump did not turn on when the device was on. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty pump was replaced. The device subsequently passed all the functional tests.

Event description:
It was reported that the pump on the level 1 hotline low flow system (hl-90) was not working. The device did not produce an alarm. The water circulated and then stopped. This product problem was observed during testing. There was no patient involvement.